Event description:
Customer's insulin was adjusted by her diabetes educator based on her blood glucose readings that had been ranging between 300-400mg/dl on the contour next link. The evening after the new insulin adjustment, the customer experienced severe low blood glucose. She woke up at 5:30 the following morning, on the floor. She had been unconscious, and her alarm that was to remind her to test her blood at 2:00 am was still ringing. Although she wasn't very coherent she was able to drink a bottle of juice and three bottles of breakfast shake. At 1:00 in the afternoon she still was not feeling any different. She was uncooperative and not able to eat. Her friend called an ambulance and gave the customer glucose tablets in the meantime. The friend tested her blood and the reading was 70 or 74mg/dl. When the paramedics arrived they tested the customer's blood glucose on their meter, and the reading was 108mg/dl. The reading on the contour next link was 44mg/dl. Customer was advised to return the strips for investigation. New meter and strips were sent to her.